Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a patient death occurred while using a trilogy evo ventilator. The customer states the ventilator stopped operating while on medical transportation. A clinical assessment determined: this notification was reviewed due to a report of the device stopped functioning during clinical use. The patient was transported to the hospital. However, it is unclear whether the device stopped operating before or after transport. It was later reported that the patient passed away. An autopsy was performed. Initial results of the autopsy have not been provided. Based on the information currently provided and available, device cause and/or contribution to the reported event of the patient's death cannot currently be confirmed, nor refuted, based on the evidence present. Further good faith efforts and information gathering are required to disposition device cause and/or contribution to the patient harms incurred. The retrieval of the device is on hold pending the physicians or family request to release. If any additional information is received, a follow-up report will be filed. New information. The customers response from a good faith effort attempt states the following: during the event the trilogy evo ventilator continued to operate without disruption and no malfunctions were observed. There is no causal relationship between the patient¿s death and the device. The patient experienced cardiopulmonary arrest with the ventilator attached. The device will be retrieved and sent to the manufacturer service center, where the log will be uploaded. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a patient death occurred while using a trilogy evo ventilator. The customer states the ventilator stopped operating while on medical transportation. A clinical assessment determined: this notification was reviewed due to a report of the device stopped functioning during clinical use. The patient was transported to the hospital. However, it is unclear whether the device stopped operating before or after transport. It was later reported that the patient passed away. An autopsy was performed. Initial results of the autopsy have not been provided. Based on the information currently provided and available, device cause and/or contribution to the reported event of the patient's death cannot currently be confirmed, nor refuted, based on the evidence present. Further good faith efforts and information gathering are required to disposition device cause and/or contribution to the patient harms incurred. The retrieval of the device is on hold pending the physicians or family request to release. If any additional information is received, a follow-up report will be filed. Previously reported by the manufacturer: the customers response from a good faith effort attempt states the following: during the event the trilogy evo ventilator continued to operate without disruption and no malfunctions were observed. There is no causal relationship between the patient¿s death and the device. The patient experienced cardiopulmonary arrest with the ventilator attached. The device will be retrieved and sent to the manufacturer service center, where the log will be uploaded. If any additional information is received, a follow-up report will be filed. New information/ evaluation: the trilogy evo ventilator was evaluated at the manufacturer service center and the technician confirmed there were no abnormal operations such as device stopping observed in an operational check. Upon checking the log, the history that the device was stopped by operating was confirmed. There were no other logs indicating abnormalities of the device. Additionally, the technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00). Box h coding was updated.

Event description:
The manufacturer received information alleging a patient death occurred while using a trilogy evo ventilator. The customer states the ventilator stopped operating while on medical transportation. A clinical assessment determined: this notification was reviewed due to a report of the device stopped functioning during clinical use. The patient was transported to the hospital. However, it is unclear whether the device stopped operating before or after transport. It was later reported that the patient passed away. An autopsy was performed. Initial results of the autopsy have not been provided. Based on the information currently provided and available, device cause and/or contribution to the reported event of the patient's death cannot currently be confirmed, nor refuted, based on the evidence present. Further good faith efforts and information gathering are required to disposition device cause and/or contribution to the patient harms incurred. The retrieval of the device is on hold pending the physicians or family request to release. If any additional information is received, a follow-up report will be filed.